Manufacturer narrative:
A gore® excluder® aaa contralateral leg component is also being included on this report. Device information, including device lot/serial number, for the contralateral leg component was requested but was unavailable. Patient weight: asked but unavailable. Date of event: as the date of identification of the aneurysm enlargement is unknown, the date of event has been estimated as the date the literature article was published: 30-jun-2021. Device information: the device lot/serial number was requested but was unavailable. Therefore device information remains unknown. If implanted, give date: date of device implant was requested, but is unavailable. If explanted, give date: date of device explant was requested, but is unavailable. Concomitant medical products and therapy dates: asked but unavailable. Device manufacture date: as the device lot/serial number is unavailable, the device manufacture date is unknown. Attempts were made to obtain the device lot/serial number, and the lot/serial number was unavailable. No device history record review was able to be completed. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, aneurysm enlargement, and surgical cut down, bypass or conversion.

Event description:
The following literature was reviewed: yuki tamagawa, et al. A rapid aneurysmal formation after late open conversion of endovascular abdominal aortic repair with complete endograft explant. Journal of surgical case reports. 2021 jun; 2021(6): rjab267 it was reported that the patient presented with a left common iliac artery aneurysm (ciaa). On an unknown date the patient underwent endovascular treatment using gore® excluder® aaa endoprostheses to embolize the left internal iliac artery. Although there was an initial reduction in the aneurysm sac size, computed tomography at the 3-year post-evar interval demonstrated an increase in sac size. The patient underwent open aortic repair of the ciaa and the entire gore® excluder® aaa system was removed. The patient tolerated the procedure and the postoperative course was uneventful.